Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during an upgrade procedure due to noise that was previously observed during interrogations. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial report that was erroneously reported as boston scientific does not manufacture this product.